Event description:
It was reported that the wake button is sticking and not working at times. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained. There was no adverse impact to the customer's blood glucose level.